Event description:
The patient heard the pump alarming and then had increased spasticity through the night. She had had good control during the day hours. No recent MRI done. The patient was seen in the clinic and the pump was interrogated. The event logs showed a roller stall occurred at 20:58 pm and a roller stall recovery occurred at 21:49 pam. The patient is reported to be currently controlled.